Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the image acquisition system (ias) would not start. The first line on the pendant was green but the ias would not start. Troubleshooting was performed and the system was rebooted 5 times. They disconnected the footswitch with no success. The door has been opened and translated. When the umbilic was disconnected the ias returned to docking position. The ias was on autonomous mode, then started the time frame was between 9am 11am. Both navigation and imaging were aborted causing less than an hour delay to the case. No reported impact to the patient. Additional information was received. When the ias on autonomous mode, movement was finally enabled. It was in the docking position. The system was restarted and was okay. During the procedure it was noted that 3d did not start but 2d was okay. After attempting 3d again, it was okay. Additional information was received. It was confirmed that there was no impact on the patient's outcome. It was clarified that once the system was restarted, the surgery was able to complete the surgery, imaging was not aborted.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000556, ubd: unknown, UDI#: unknown product ID: bi-500-01605, software version #: 4.1.0 f1906: navigation was aborted f1908: delay of less than one hour f26: no patient impact g02008: software g0402002: pendant g2: this event occurred in france, see section e. H6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.